Manufacturer narrative:
The used cartridges were not returned. The lenses remain implanted. Seventy-four (74) unopened cartridges from complaint lot were returned. Seven samples were pulled randomly from the returned cartons. These samples were numbered 1-7 for evaluation purposes. The seven samples were opened and visually examined with no damage or abnormalities observed. All seven were functional tested per the dfu using a qualified handpiece, lens and ocular viscoelastic device. The seven lenses were evaluated after delivery with no damage observed. The tips have expected stress lines. The seven cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The product history records were reviewed and documentation indicates the product met release criteria. The lens model/diopters and handpiece being used were not provided. Determination of acceptable associated product cannot be determined without this information. The root cause for the reported scratches on the lenses cannot be determined. The used complaint samples were not returned. All lenses remain implanted. Functional testing was conducted with qualified-associated products. No lens damage was observed. Additional information was provided in d.10., h.3., h.6 and h.10. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, reporter indicated that all patients are in good condition without any issues. Lenses were not explanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The cartridge product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that eight intraocular lenses (iol) have been scratched on the back side as they have passed through a cartridge. All were associated with the same cartridge lot. The lenses remains implanted. Additional information was requested.